Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd¿ syringe with needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was black foreign matter in the syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901172 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, foreign matter was observed and identified as possible powder particles from the assembly process within the fluid pathway. Due to friction between the product components and the manufacturing machinery, small plastic particles/powder are produced. We believe that this is an isolated incident and a low chance of recurrence. Our quality team will continue to monitor the production process for signs of this defect and other emerging trends.

Event description:
It was reported that black foreign matter was found in the bd¿ syringe with needle during use. The following information was provided by the initial reporter, translated from chinese to english: "there was black foreign matter in the syringe"